Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and flow limitation occurred. Access was obtained through the femoral artery. The 3mm wide, 80% stenosed, de novo target lesion was located at the mildly calcified and non-tortuous obtuse marginal, distal to the bifurcation. A non-bsc guide wire was advanced to the lesion. After predilating the lesion with a 2.5mm balloon, the 3.0x32mm promus element stent delivery system (sds) was advanced and the stent was deployed at 15atms/20sec. To fully deploy the stent, a 3.5mm nc balloon was advanced and inflated to 18atms. Upon removal of the guide wire resistance was felt. Angiography revealed foreshortening of the promus element stent and lumen flow limitation. Therefore, additional dilatation was performed and a 3x18mm stent was deployed overlapping the first stent. Final post dilatation was performed with a 3.5mm nc balloon inflated to 18atms. No additional patient complications were reported and the patient's status is ok. This product is only (B)(4) approved but it is similar to an approved us device.